Event description:
The reporter stated that she called the emt's due to a high glucose result on the device. She said she was taken to the hosp and their meter was 150-200mg/dl different than her meter.